Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) /2013, with the following findings: the display screen was found to be dim, pink faded and scratched. A test display was used and the good display screen showed a strong, clear contrast. Unrelated to the complaint, evaluation revealed the keypad symbols were worn. (B)(6). Device history record review was conducted on (B)(4) 2013, with the following findings. Animas has conducted a review of the device history re/cord for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim pink faded. This report is made based on results of investigation completed on (B)(4) 2013.